Event description:
The operator turned on the sterilizer to run dart (daily air removal test) cycle. During the cycle the sterilizer alarmed "too long in air break". The sterilizer eventually reached the required atmospheric pressure and the dart cycle was completed. The operator opened the door and steam released from the chamber hitting her in the face and setting off the facility fire alarm. Note: warning labels were located in the equipment: (hot label) top center of door. (Warning label for liquids, burn hazard and fall hazard) below operator touch screen. Unit manufactured in erie plant.

Manufacturer narrative:
When the steris field service technician (dave piercy) arrived to the customer facility the machine was on and hot (jacket fully charged). He found that the hot water was leaking from the air inlet filter and the prv was leaking. The steam to chamber valve was deteriorated and the air break alarm was saturated inlet air filter due to leaking air inlet check valve. The s2 valve was rebuilt by the technician. The cycle tapes were required to the fs technician by (mfg engineer). Once that the cycles tapes were reviewed by the manufacturing engineer, he could conclude that the s2 was damaged, then the steam entered to the chamber and therefore, the vacuum was broken by the steam and not by the air, causing that when the operator opened the door, the steam came out of the unit and hit her in the face and set off the fire alarm. The supplier of the valve was contacted to review the problem in order to determine the root cause as well as the corrective and preventive actions. Note: the operator manual medium steam sterilizers 660x950mm prevacuum establishes that the operator shall step back from the sterilizer each time the door is open to minimize the contact with steam vapor and the shall wear ppe.